Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver. This is a sample-specific issue and the reagent is performing as expected. No abnormalities were observed in the curves. The observed discrepancy is most likely due to the sample being a weak positive for the flu b target at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for influenza a/b and a negative result for sars-cov-2. The same sample was retested on a different platform (aries luminex) which yielded a positive result for influenza a and a negative result for influenza b. The same sample was retested on a different cobas liat system and yielded a positive result for influenza a and a negative result for sars-cov-2 and influenza b. The flu a positive and flu b negative result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.